Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the patient's blood glucose is 33.3mmol/l on the meter with signs and symptoms of 0.4 ketones in the blood and feeling extremely tired. The reporter stated that there was an occlusion and a total daily dose maximum alarm and the patient did not get any more insulin and the pump stopped. The total daily dose is at 125 units but her total is 140 units which is the issue for the loss of prime with occlusion alarms. Customer support determined that the pump is currently giving warning correctly for the occlusions and exceeds total daily dose (tdd) and not delivering. The patient opted to change her tdd to 150 units and her 2 hour to 35 units. The prime issue was attributed to training misuse. This report is being made due to the patient's alleged hyperglycemic event that resulted from the patient not correctly setting the total daily dose.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/01/2013 with the following findings: there was a loss of prime warning associated with non-zero low and zero force was observed in the black box. No exceeds total daily dose 2-hr limit alarms were observed. The ezprime sequence was successfully performed. No alarms duplicated during 24-hr duration test. The pump passed a 29hr flow accuracy test successfully. The force sensor calibration check showed the pump is not detecting the correct force. Investigators removed the pump cover and a cracked trace was observed on the force sensor flex. Force sensor resistance was in specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (not correctly setting the total daily dose).